Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned high results for 1 patient tested for troponin t hs stat on a cobas 8000 e 602 module. The patient presented to the emergency room where he was admitted for exacerbation of hip pain and deterioration of general health. Several troponin t hs stat tests were performed over a period of time and results were always elevated. On (B)(6) 2018 the patient had a troponin t hs stat result from the e602 module of 163 ng/l with a data flag. Due to the high results, cardiology was consulted. The radiology tests came back "negative." Since these results did not match the expected results for this patient, the sample was sent to an external laboratory to be tested for troponin I. The troponin I result from the siemens method was 0.034 ug/l. On (B)(6) 2018 the patient had a troponin t hs stat result from the e602 module of 183 ng/l with a data flag. On (B)(6) 2018 the patient had a troponin t hs stat result from the e602 module of 193 ng/l with a data flag. On (B)(6) 2018 the patient had a troponin t hs stat result from the e602 module of 213 ng/l with a data flag. Additional troponin t hs stat results from the e602 module were 238.2 ng/l, 210.3 ng/l and 203.7 ng/l. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). Qc results were in range. All other patient samples that were run during this same time-frame produced expected results, therefore, the customer suspects an interference for this patient. The customer treated the samples in a scantibodies heterophilic blocking tube (hbt) to rule out heterophilic antibodies but the results did not change.